Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.0/1.0/167 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2023the lens was explanted; and on this same date a replacement lens of a longer length was implanted and this resolved the problem. The cause of the event was reported as unknown.